Manufacturer narrative:
The insulin pump was received with a minor scratched lcd window, a cracked case at the display window corners, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the car accident was due to a low blood glucose level. In a previous call, the customer's daughter stated that the insulin pump was cracked. The damage was on the front top, from the right side of the screen, and up diagonally to where the arrows are located. Customer was in a vehicular accident on (B)(6) 2016 that may have made it worse. Customer was advised that the pump will need to be replaced.